Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, the jaws of the ligasure impact were sliding off the cervix onto the ligamentous pedicles. The surgeon was trying to make sure he did not have too much tissue in the jaws. After using the device 5-6 times, it failed on the right uterine artery pedicle. It locked with the blade bent out. The surgeon was able to remove, it closed. The surgeon reported that failure was probably operator error. A second ligasure impact was then opened and with the 1st small bite, after closing and sealing, the cutting blade trigger would not operate. The surgeon reported that it was possible with both devices that he got overzealous and started to pull the blade trigger before locking the instrument closed. A third impact device was then used without incident. The pt went home in 1 day with minimal pain.

Manufacturer narrative:
Two devices were returned for evaluation. On one device the integrated cutter was found to be protruding from beyond the edge of the closed jaws raising the possibility of pt injury. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise ,the cutter may not securely stay within the guiding track of the jaws. A member of the engineering department at covidien contacted the user nad has conducted an evaluation of the user's technique and offered suggestions for improvement.